Event description:
It was reported that the bed's integreted bed-exit detection system allegedly did not transmit a signal to the nurse call panel as expected, and that a patient allegedly fell on the floor. No injuries were reported.